Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor on a fresenius 2008t machine cut the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. The biomed stated that the reported issue was caused from the blood pump rotor falling apart. The blood pump rotor has been replaced to the resolve the reported issue. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received. There is no indication from the provided information that the patient experienced a serious injury or required medical intervention as a result of the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.